Event description:
Additional information received reported that the device was returned for analysis and an analysis report was requested. It was noted that a device summary report from (B)(6) 2014 was included that indicated high impedances (>10000) on all electrodes.

Event description:
It was reported the patient noticed the stimulation felt different after she recently started doing yoga. It was reported they were unable to determine if patient doing yoga caused the lead fracture. It was reported the patient was no longer getting adequate therapy relief and that the patient had less than 50% therapy relief. Impedances were found to be high (>4000) with electrode 8-15. It was noted x-rays and reprogramming also occurred. It was noted the patient may have lead revision surgery, but it had not been scheduled or confirmed yet. Additional information received reported the patient had trouble for the last two months with her leads. It was noted the patient had an appointment yesterday, at which time, they told her all the device components may need to be replaced. It was noted the patient had not fallen or had any car accidents and she was not an athlete. It was reported the patient had gone in a month ago and was checked, but no x-ray was taken. It was reported last month 3 of 8 electrodes were out on the right side and yesterday non of them were functional. It was reported all the issues are on the right side. It was stated that there was possible breakage, cracking, or fracturing of the leads and that they may have moved. It was noted the patient recently found out she had colon cancer and the hcp was considering removing all device components and replacing them with MRI compatible components. Additional information received reported the patient indicated the lead wire broke after 2 years. Additional information received reported no malfunctions were seen and the cause was not determined. It was noted no interventions were scheduled at this time. It was reported the patient outcome remains the same; they are not receiving effective therapy.

Manufacturer narrative:
The previously reported conclusion no longer applies to this event.

Event description:
Additional information received reported the event was attributed to the lead. No abnormal impedance measurements were charted. The left lead which was in the 0-7 port was not housed tight. The lead and ins replacement for MRI compatible parts was done on (B)(6) 2014. The whole system was replaced due to the patient needing mris for cancer diagnoses.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was lead migration. It was noted that the outcome was resolved without sequelae on (B)(6) 2014. It was noted that the device was replaced. It was noted that diagnostic methods included fluoroscopy which showed lead migration. It was noted that the event was related to the device or therapy and the event was not related to the implant procedure. It was noted that signs and symptoms included loss of pain relief. It was noted that the severity was mild.

Event description:
Additional information received reported that the 8-15 channel had failed and there was a lot of blood in the block.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) found that no significant anomalies, the stimulation ins was functionally okay. It was noted that the ins only was returned, it did function correctly and did pass the final functional test. It was noted that leads were not returned.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3550-39, lot# n318297, implanted: (B)(6) 2012, product type: accessory. Product ID: 355531, lot# n317858, implanted: (B)(6) 2012, product type: screening device. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that there was no success with r eprogramming and fluoroscopy showed lead migration. The old implantable neurostimulator (ins) and both leads were removed and replaced with MRI compatible devices. The patient outcome was reported as no injury.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had a dorsal column stimulator and "it broke". It was logged the patient was looking to have a replacement done. It was noted the patient was implanted on (B)(6) 2012 and had the "9 year battery". It was clarified that what was meant by "it broke" was that the leads had broken and the patient needed to have them replaced. It was noted the patient was in at the doctor's office and at one point they said she had 8 leads on each side, 3 of the leads had gone out. It was reported that then 2 or 3 weeks later the patient was back in the doctor's office because the patient could not get it increased high enough and the whole right side went out. It was reported the patient had pain in lower back, down her right side because the patient had rods put in her back and they had put in too big of a rod and it severed the nerve to her right leg. It was reported that due to the severed nerve causing pain in the patient's right leg, she had the dorsal column stimulator implanted to help with the pain in the patient's right leg. It was reported that "the right side was out, the right leads controlled the right side and the left side controlled the left side." It was reported they were looking at (B)(6) 2014 for the surgery to replace the leads. It was noted that it was determined in (B)(6) 2014 that the leads were broken. It was reported that the patient asked "one guy" whom stated "you have to watch what you do" and that "you could bend over to tie your shoes and they could come loose". It was noted that another person told the patient that "by that time it becomes part of your spine." It was logged that the patient planned on having the surescan device that is MRI compatible implanted. It was noted that the manufacturer representative was really shocked that "the three on the patient's right side, the three leads that had gone out were 11,13, 15." It was reported that "seemed really weird because if they go out, they normally go in a row (11,12,13) not random, like skip every other one." It was reported the manufacturer representative met with the patient and used her monitor on the patient's back to see what was working and what was not. It was noted that this was in (B)(6) 2014 and that was when the manufacturer representative was aware of what was going on with the leads. It was noted the patient then met with the manufacturer representative again in (B)(6) 2014. It was logged that the manufacturer representative could not say if the others were going to go out down the road since three had gone out.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had unilateral loss of stimulation/therapeutic effect (less than 50% therapy relief). It was stated that the patient lost stimulation on the right side and impedance check showed out of range readings for electrodes 8-15. It was reported that the system was completely explanted and replaced. It was reported that the patient needed a MRI safe system for a new diagnosis of cancer. It was noted that the leads were replaced with surescan leads. It was noted that when the healthcare professional (hcp) was pulling the implantable pulse generator (ipg) out of the pocket site, the extension in the 8-15 channel came out. It was further noted that the 8-15 channel was the one with high impedances and loss of stimulation to one side. It was reported that there was blood in the ipg block. It was noted that the titan anchors were explanted along with the leads and were discarded. It was reported that the implantable neurostimulator (ins) would be returned for analysis. It was unknown whether any further diagnostics were performed. It was reported that the patient was alive with no injury. Additional information received reported that the patient los stimulation in her low back and right leg, she only felt stimulation in her left leg where it was not needed. It was stated that she had previously been very happy with stimulation. It was noted that the patient did not report any traumatic events. It was reported that an x-ray was taken in the operating room that showed essentially no change in lead position&#56224;it was reported that after the extension came out of the ipg, the hcp took the torque wrench and placed it in the socket to see if the screw was still in place. It was stated that it caught and they heard clicks when it tightened. It was noted that the ipg block had alot of blood in it. It was noted that the entire system was replaced as planned because the patient had good pain relief in the past and she needed to the new MRI safe system due to a new diagnosis of colon cancer. Information that was previously reported has been omitted from this report. Additional information received reported that the patient was doing fine post implant. It was stated that she was programmed post op with good coverage. It was stated that the ipg was mailed to the manufacturer yesterday.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.